Manufacturer narrative:
Updated data: medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. B5 h6 additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received clarifying that no vascular access site injury occurred following the valve implant as it was reported in error.

Manufacturer narrative:
Updated data: b5. D4. H4. H6. Corrected data: b2. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the injury to the access site was detected after the rescue procedure in the intensive care unit (ICU). Per the physician, the cause of the access site injury was due to emergent access. Treatment was not provided for the access site injury and the injury was being monitored. Additionally, there was nothing to note in terms of patient anatomy that contributed to the access site injury. Per the physician, the valve contributed to the coronary occlusion by interacting with the native valve leaflet. The patient's status was reported as improving. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: evfxplus-26 (j305081); product type: 0195-heart valves; implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the transfer of a patient following the implantation of a transcatheter aortic valve evfxplus-26 device, the patient became unresponsive. The team initiated the advanced cardiovascular life support protocol due to a witnessed pulseless electrical activity arrest, performing multiple rounds of cardiopulmonary resuscitation. The patient was intubated, and an temporary heart pump device was successfully deployed. A left coronary artery occlusion was identified, and it was determined that the occlusion was due to a native leaflet, leading to the placement of a stent. Return of spontaneous circulation was achieved, and the patient was subsequently transferred to the intensive care unit for monitoring. The patient's condition was improving, although there was an evaluation for a potential vascular complication from the primary right femoral access site.